Event description:
It was reported that the patient had sciatic pain ¿for about a year¿. An MRI was possibly to be performed. Device relation to the event was unable to be obtained. The type of medication being delivered via the device system was not provided. No further information was provided. It was later reported that the patient still had concerns with their device or therapy, ¿not sure if my pump is working like it should!¿ the patient had previous appointment dates of (B)(6). No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter.